Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis. No riata and riata st silicone endocardial leads included in the fsca concerning abbott; rqa01702 november 2011 have been distributed post this corrective action. All the concerned competent authorities were notified about this action at the time and abbott has since then sent updated information regarding riata and riata st silicone defibrillation leads, ref (B)(4).

Event description:
It was reported the riata lead was explanted and replaced due to externalized conductors. The serial number, model number, and the implant date of the lead have been requested but not available.